Event description:
The caller reported the patient had been transferred in to this facility with a tracheostomy tube already in place. When they tried to replace the disposable inner cannula, it was really tight and hard to get in. They tried several other inner cannulas with the same result. A non-routine replacement of the tube was required.